Event description:
It was reported that the electrode array came out of the cochlea a few months after the implantation. During the re-positioning surgery the electrode array was damaged by the surgical procedure and it was decided to replace the implant with a new one.